Event description:
The device (cev133) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Eval of cev133 indicated that the electrode coating was heavily damaged and that the electrode was in short circuit. The electrode was most likely damaged as a result of impact and excessive abrasions during use or the reprocessing stages. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).